Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was tested extensively with a test multifunction cable while monitoring ECG through pads on a simulator, charging and discharging without duplicating the reported malfunction. Review of the activity log shows check pads/poor pad contact messages, on two occasions during (B)(6) 2016 case that were quickly resolved explaining the discharging of the device. The investigation is being closed as related to poor patient coupling, with no assignable cause. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned to zoll for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.